Manufacturer narrative:
(B)(4). Batch # n5767x. Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what is meant by "section cursor broke during stapling."? Was the ntlc75 firing trigger broken during stapling? If yes, was the firing trigger broken off of the device? If yes, did any piece or pieces fall into the patient? If yes, were they retrieved? Will they be returned with the device for analysis? If not, were they disposed of?

Event description:
It was reported that during an unknown procedure, section cursor broke during stapling. No further information provided. No information about consequence for any patient.